Event description:
The micro drill medium straight attachment was sent in for eval because it was overheating during testing. There was no pt involvement, no adverse event was associated with the device.

Manufacturer narrative:
Debris was noted in the collet of the attachment. The micro drill medium straight attachment was discarded, it is not repairable once it is disassembled.